Event description:
A drain broke while attempting to remove two days following a coronary artery bypass procedure. The patient was returned to surgery nine days later for removal of the retained fragment. Patient is reported as recovering.